Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the anterior tabs on the poly insert is bent.

Manufacturer narrative:
The received sigma stab gvf ins 3 8mm (product code 158123008, lot number d16053565) was forwarded to commercialized product development for evaluation. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. Plastic deformation is visible on one of the anterior locking tabs which would lead to this product not being able to lock into the tibial component. The cause of this deformation cannot be determined but would be consistent with improper implantation of the insert. Damage to the bottom of the insert is also evident most likely caused during extraction. No evidence was found suggesting product error was a contributing factor. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.